Event description:
It was originally reported that the pt experienced no stimulation sensation and a loss of therapeutic effect. There was no known accident or incident associated with the loss of stimulation. The pt met with the company rep who noted that the neurostimulator was on and that no cycling had been programmed for the pt. The pt had soreness at the pocket site. Impedance measurements were normal. Subsequent info received indicated that the pt had a revision performed on (B)(6) 2011. All components except for the neurostimulator were replaced and both intra-operative and post operative impedance measurements were reported as good. At f/u, the pt's pain score went from 6 to 3 with 80% relief noted. The pt was reported as happy with the therapy.

Manufacturer narrative:
(B)(4).